Event description:
It was reported that the bd¿ home sharps container lid latch was damaged and would not lock into place. The following information was provided by the initial reporter: "consumer reported finding the full of lancets container will not allow the lid to lock onto it."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is premium plastic solutions. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was performed. No ncr's were raised during the production of this lot.

Event description:
It was reported that the bd¿ home sharps container lid latch was damaged and would not lock into place. The following information was provided by the initial reporter: "consumer reported finding the full of lancets container will not allow the lid to lock onto it."